Event description:
It was reported, that while using the lithotripsy system, when the customer plugged in the transducer, something seemed to be broken in the socket. This issue occurred during preparation for use for percutaneous nephrolithotripsy. Reportedly, green to red lights were flashing when plugging in the probe. The procedure was delayed for about thirty (30) minutes to troubleshoot the issue while the patient was intubated and subsequently completed with another generator and used laser. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device evaluation was performed and the reported failure was confirmed, transducer connector comes with "ferries." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the malfunction is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that while using the lithotripsy system, when the customer plugged in the transducer, something seemed to be broken in the socket. This issue occurred during preparation for use for percutaneous nephrolithotripsy. Reportedly, green to red lights were flashing when plugging in the probe. The procedure was delayed for about thirty (30) minutes to troubleshoot the issue while the patient was intubated and subsequently completed with another generator and used laser. There were no reports of further patient harm.